Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was missing some blood glucose values that were entered manually and showed some other values that were entered incorrectly. The customer¿s mother stated she called the hospital and the hospital indicated the insulin pump was unsafe. Blood glucose value was 243 mg/dl. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
Pump was received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify product design dissatisfaction or incorrect input anomaly due to buttons not responding.